Event description:
A falsely elevated troponin I result of 4.63 ng/ml was obtained on a pt sample. The result was reported to the physician who questioned the result. The original sample was repeated and a result of <0.04 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was due to a misaligned wash probe.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was due to a misaligned wash probe. The malfunction was resolved after the customer corrected the problem with guidance from a dade behring technical assistance rep. The instrument is operating within specs.